Event description:
The physician implanted two devices in 2009. On the following month, the physician re-operated to remove both devices, because they broke postoperatively. Replacement devices were also implanted during the second surgery.

Manufacturer narrative:
The explanted devices have been returned to the manufacturer. An internal investigation is in process. The batch record for this lot has been reviewed, which contains no abnormal manufacturing events. There is a low occurrence of device breakage postoperatively. If additional information becomes available, it will be submitted in a supplemental report.